Event description:
It was reported that the patient received inappropriate shocks. Fracture and noise were noted. Clavicular crush suspected. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
External insulation abrasion was noted at 9.3-9.6cm from the distal tip, consistent with lead friction to another device or feature of the heart. Internal insulation abrasion under the svc shock coil was noted at 18.1-18.2cm, 18.3-18.4cm, 18.8-19.0cm, 20.4-20.5cm, 21.6-21.7cm, 21.7-21.8cm, 22.3-22.4cm, 22.5-23.1cm, 22.6-22.7, 22.7-22.8cm, 23.4-23.5cm, 23.8-23.9cm and 24.3-24.4cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion under the svc shock coil was noted at 18.7-18.8, 18.9-19.0cm, and 19.2-19.3cm from the distal tip. The etfe coating was abraded at these locations, consistent with the field observations of noise and inappropriate therapy. The reported fracture was not confirmed.